Event description:
The customer reported the system had a collimator iris potentiometer error and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The camera and collimator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.